Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Stored electrogram review revealed the implantable cardioverter defibrillator exhibited far r-wave oversensing. The patient did not received therapy during the oversensing. Several inappropriate mode switch episodes were noted due to the oversensing. Programming changes were discussed. No intervention reported. The patient was stable and will be monitored.